Manufacturer narrative:
Although the user facility report indicated the device was a 12 cm ekosonic device, serial number (B)(4), the device returned to ekos for investigation was a 6 cm ekosonic device, serial number (B)(4). Additionally, although the customer reported the device was never used in a patient, inspection of the returned device confirmed the drug infusion lumens were filled with dried blood. This condition is consistent with having been placed in a patient and the blood filled infusion lumens also most likely caused the reported event. No patient injury was reported and the patient was reported to have a "good" outcome.

Event description:
Event desc: the ekos catheter would not flush properly. The procedure was able to be completed successfully with another ekos catheter. There were no complications. What was the original intended procedure: pulmonary angiogram with hemodynamic pressures. Placement of bilateral 12 cm working length ekos sonothrombolysis catheters. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Event reported to ekos: the catheter would not flush properly. The catheter was never placed in a patient.